Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged low bg issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level (bg) ranged from 52-60 mg/dl; cause of low bg unknown. Customer had "gatorade and skittles" to address low bg.